Event description:
It was reported that natural removal occurred of the foley catheter several hours after placement.

Manufacturer narrative:
The complete initial reporter's facility name: (B)(6) hospital, (B)(6) . The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that natural removal occurred of the foley catheter several hours after placement.

Manufacturer narrative:
The reported event is unconfirmed. Visual: received (5) photo samples. Verified manufacturing lot ngjx3482. Photo (3) shows a hole at the tip of catheter. Functional testing was not possible based solely on these photos. Functional: received 1 foley catheter with packaging label. Visual inspection noted no obvious observations. Catheter tested for "deflation due to trauma." Using the in-house luer lock syringe, the catheter balloon was inflated with 10ml (methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Inflated with no difficulty. Cattheter allowed to rest with no leaks observed. Attempted to deflate balloon passively using returned syringe and 10ml of solution deflated successfully in 12sec. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. Risk, device history, and labelling reviews are not required as the reported event is unconfirmed. Corrections made to tab(s) d and h. Initial reporter complete facility name: (B)(6) hospital, (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.